Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140253 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit test base part number 190-430 / lot m140253. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot (B)(6) abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. This event was originally reported in MDR follow up # 1 1221359-2021-01872. Reference MFR numbers: 1221359-2021-01877, 1221359-2021-02260, 1221359-2021-02261.

Event description:
The customer reported a discrepant positive test result while using the ID now covid-19 assay on a patient that presented to the emergency room. Pcr confirmation testing generated a negative result.